Event description:
It was reported that the o2 manifold was damaged. There was no patient involvement when the issue was found, no patient or user harm reported. The customer stated that the o2 manifold was damaged and needs to be replaced; the customer requested part number. The remote support engineer (rse) provided the part number and price.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.